Event description:
It was reported that pump touch screen ¿corner was raised¿. There was no reported adverse impact to the customer. Customer declined further follow up, no additional details were obtained, and no corrective actions or technical support interventions were reported.